Event description:
Our international affiliate has informed us of an event that user alleges unit was pretested for leakage and inserted nasally using a laryngoscope. Hosp performed suctioning as the pt had vomitting. The cuff pressure was checked and 8.0ml of air was confirmed. After that 10ml of air was infused when leakage occurred. The tube was replaced with another one. Pt had vomiting and leakge was found upon cuff pressure check. The tube was removed and confirmed to have leakage. Event occurred at hospin another country.